Manufacturer narrative:
The test reservoir does not lock in place and unable to perform the displacement test due to missing retainer, broken reservoir tube lip and missing reservoir tube o-ring.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose and damaged. The customer blood glucose level was 401 mg/dl at the time of incident. Customer stated that reservoir lip ring was missing and reservoir did not locked in place. Customer treated with manual injection. Troubleshooting was performed for high blood glucose. The product will be returned for analysis.